Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was stiff before surgery and the improvement after implant was good. After debugging parameters, the preoperative symptoms appeared and walking became difficult. There was currently no obvious effect, and the patient had been in the hospital for 8 days for adjustment. It was unknown if there was more than a 50% reduction in symptoms. Effective measures had not been taken and troubleshooting was unknown. The patient was currently observing at home. No further complications were reported as a result of this event.